Event description:
It was reported the yellow I/o (input/output) port for the rf (radio frequency) programming head on the motherboard was malfunctioning. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head connector and the ECG (electrocardiogram) connector were loose. Both connectors are located on the link electronics module printed circuit board. Microphone test tailed.